Event description:
Reportable based on device analysis completed on 04-apr-2023. It was reported that device difficult to cross occurred. The 70-80 calcified lesion was located in the iliac artery. A 10x100x75 epic vascular stent self expanding was advanced for treatment during the procedure, the device could not pass the angle of the lesion due to the resistance. No patient complications were reported, and the patient was fine. However, returned device analysis revealed stent partially deployed. It was further reported that the stent was partially deployed during withdrawal.

Manufacturer narrative:
Device evaluated by MFR.: the epic vascular was returned for analysis. The device was received with the stent partially deployed on the delivery system. It is not known when or why deployment occurred. A visual examination found no kinks or damage to the sheath of the device. A visual and tactile examination identified no issues with the tip of the device. No damage or issues were noted with the handle of the device. The safety clip had been removed from the rack.